Event description:
The customer was hospitalized for high bgs. Troubleshooting was peformed. Programming was not correct. Assisted customer to correct programming and rewind to correct insulin concentration.